Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a sensing issue. An x-ray was performed, and it was discovered that the lead had dislodged. It was noted that the patient has twiddlers syndrome. The lead was removed and replaced. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead exhibited high capture thresholds.

Manufacturer narrative:
Analysis was normal. No anomalies were found.